Manufacturer narrative:
One level 1® hotline® 3 blood and fluid warmer was returned for analysis. The lcd was obersed to have crystal leakage, stripped threads on interlock block and impact damage to the block assembly upon visual inspection. The tank was filled with water, temp check attached, line cord plugged in and power switch turned on. Based on the evidence, the complaint was confirmed. The root cause was found due to customer damage.

Event description:
Information was received indicating that lcd to a smiths medical level 1® hotline® 3 blood and fluid warmer was reported to be bad. There were no reported adverse effects.